Manufacturer narrative:
(B)(4).

Event description:
It was reported " after implantation of the iabp catheter, there was blood in the test alarm and work triggered outside the body, but there was no vascular pulsation in the body on ultrasound, and there was no sound of the pressure balloon working on examination and auscultation. After termination of iabp work, the catheter was withdrawn and found to have broken off at the tip of the catheter". Additional informations states that to complete therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was the supplied datsacope driveline tubing , which appeared sealed and unused. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 31.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested and a leak was immediately detected from the iabc luer. The leak from the iabc luer is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc luer blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 51.6cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the catheter was "broken off at the tip" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged within the iabc flex-tip assembly area. The damaged central lumen could result in blood entering the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " after implantation of the iabp catheter, there was blood in the test alarm and work triggered outside the body, but there was no vascular pulsation in the body on ultrasound, and there was no sound of the pressure balloon working on examination and auscultation. After termination of iabp work, the catheter was withdrawn and found to have broken off at the tip of the catheter". Additional informations states that to complete therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".